Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. There was a force sensor bridge error in history. The root cause of the reported issue was found to be the plunger cable in the plunger head was damaged. Actions were taken to mitigate the reported issue: replaced plunger cable.

Event description:
It was reported that the pump had a force bridge sensor error. No patient injury was reported.